Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The reaction was described as reddened and irritated and was located in the area of the adhesive patch. On (B)(6) 2016, the patient was seen by a doctor and was referred to dexcom. No additional event information was reported.